Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found corrosion on the lem (link electronic module) pcb (printed circuit board) assembly and on the mpu (main processor unit) pcb assembly. Signs of corrosion found on the bulkhead. Analysis also found the strip chart did not print; the printer speed buttons were not working. Corrosion was found on the printer speed board. The handle cover was cracked, the top display cover was worn, and the bottom third of the display was not working.(B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.